Event description:
It was reported that high impedances were found. A revision was performed due to a gradual therapy related issue. The impedances were ¿mixed¿ at one point, but then all of them were high. During the procedure on (B)(6) 2015, they tested the leads separately in the multi-lead trialing cable (mltc) and both were showing greater than 10 ,000 ohms and greater than 40,000 ohms. The leads were replaced and the impedances resolved. The cause of the impedance issue was not determined. No fractures of the leads were found. No patient death or injury occurred. The patient was ¿good¿ and was receiving good therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 97792, product type: accessory. Product ID: 97792, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 97792, product type: accessory. Product ID 97792, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Analysis of the lead, serial # (B)(4), it was determined that all conductors were broken 20.4 cm from the distal end. The conductors were broken at the injex anchor site. Analysis of the lead, serial # (B)(4), it was determined that all conductors were broken 20.4 cm from the distal end. The conductors were broken at the injex anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.